Manufacturer narrative:
Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) female pt had a rash under her breast and where the therapy electrode pads are located. The pt's physician is aware and hydrocortisone cream is being used to treat the rash. Follow-up indicated the skin was healing and the rash improved.